Event description:
A nurse at the user facility reports that during intraocular lens (iol) implantation, the surgeon noticed a defective haptic. The incision was widened to facilitate removal of the iol and to insert a different lens. Additional information has been requested.